Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received. The cause of death as reported by a friend of the patient is congestive heart failure. The patient died at home. The device was not explanted according to the funeral home. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient with a cardiac resynchronization therapy defibrillator (crt-d) died seven months after the implant. Cause of death is unknown and will be requested.